Event description:
It was reported that the pressure disc failed on the device. There was no reported patient involvement.

Manufacturer narrative:
Corrected g4, h6(methods, results, conclusion), h10. Additional information d10. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/18/2013 to the present date 10/17/2020 and note that this device has been returned for service two times which correlates to the service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the pressure disc failed on the device. There was no reported patient involvement.